Event description:
We received a report that a surgeon had to reposition an intraocular lens (iol). The doctor indicated that the iol had rotated counter-clockwise 20 degrees causing a loss in contrast sensitivity and astigmatic correction. The surgeon indicated that he expected the patient to have good visual acuity after the procedure. The iol remains implanted.

Manufacturer narrative:
Age or date of birth was not provided. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Catalog #: zct225u185. If explanted, give date: not applicable, the lens remains implanted. A review of the manufacturing records was performed. There were no non conformances with respect to the sterilization process. There were no associated nonconformity materials reports, no environmental monitoring related non conformances, there were no process and/or material changes, and there were no other complaints for this order number received to date. Based on the manufacturing record review and historical review no non conformances were identified. The product met manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.